Event description:
Rptr had silicone implants put in by a plastic surgeon who assured her there would be no side effects and the device was perfectly safe. 3 yrs later, rptr developed terrible arthritis, connective tissue disease, muscle disease, sleeping disorder and chronic fatigue. Device was explanted 7 1/2 yrs later with a little relief noted 6 months later. One was ruptured.